Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the permanent drg implant procedure ((B)(6) 2018), the patient suffered a reaction to anaesthesia, which resolved the same day after the intravenous fluids were administered. The patient is part of the (B)(6) clinical study.